Event description:
A teal power distribution unit filter failed, emitting smoke and order. The teal unit was not in the same room as the CT scanner. No death or serious injury has occurred and no malfunction has occurred which is likely to cause a death or serious injury.

Manufacturer narrative:
(B) (4). (B) (4).